Event description:
Customer reported that the insulin pump was physically damaged. He stated that his infusion set was snagged on a door hinge, while walking into his apartment, and was ripped off of his body. He stated that the insulin pump was cracked with the internal workings exposed, and that some buttons became unresponsive. The blood glucose reading was 200 mg/dl. Nothing further reported.

Manufacturer narrative:
No button response due to lcd connector not plugged in properly. The insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip, minor scratches on display window, broken off end cap and bleeding lcd glass. Moisture damage on the electronics.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.